Event description:
Discordant results for b-type natriuretic peptide (bnp) and testosterone were obtained on an advia centaur cp instrument. Nine results were reported out. The customer ran the same samples again and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant bnp and testosterone results.

Manufacturer narrative:
Siemens technical support personnel determined the cause of the discordant bnp and testosterone results was a user error. The customer ran the instrument with cleaning solution instead of water.

Manufacturer narrative:
Siemens technical support personnel determined the cause of the discordant bnp and testosterone results was a user error. The customer ran the instrument with cleaning solution instead of water.